Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels (values were not provided) and went to the emergency room (ER) and/or was hospitalized. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.